Event description:
The product support engineer advised the customer replace the power supply. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, pending patient information.

Manufacturer narrative:
Correct contact address (B)(4). Patient information was requested but could not be provided. Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer refused philips services and repaired the unit by replacing the power supply. The device is back in service.